Event description:
It was reported that an ilet user experienced an alert 38 motor stall during use; a dry supply run was performed and the device delivered 165 units without reproducing the alert, after which the user was advised to replace supplies and the issue resolved. Symptoms included hyperglycemia reaching 400 mg/dl and polydipsia. Outcomes included no medical intervention or hospitalization. Investigation included user troubleshooting with a dry run and supply replacement. Investigation of this case revealed a consecutive stalled motor alert that did not recur under dry-run conditions, consistent with a transient delivery obstruction or supply-related issue rather than a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user supply or setup-related. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.